Event description:
Drug/diluent: 0.2% naropin. Fill volume: 400 ml. Flow rate: 10 ml/hr. Procedure: sigmoidectomy. Cathplace: bilateral on the abdomen near the wound site. Date of surgery:(B)(6) 2013. A fast flow was reported for a patient that had surgery on (B)(6) 2013. The reported pump number 2 was connected immediately after the initial pump, and it was found emptied sooner than expected. Both saf dials were set at 5ml/hr. Pump number 2 was started at 0101 on (B)(6) 2013. It was noted to have stopped at 0043 on (B)(6) 2013. The pt did not have any adverse signs and symptoms. His current condition is stable, as expected.

Manufacturer narrative:
Method: the device was received and is currently undergoing eval and investigation. A visual inspection was performed and a review of the device history record (DHR) was conducted. Results: results are pending eval of the sample. The DHR was reviewed for the lot number provided, and the device passed all mfg specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.